Event description:
It was reported that the patient had a history of bio debris in the left ventricular assist device (lvad) outflow conduit that caused less than 25% diameter narrowing on previous computed tomography (CT) scans. There were no patient symptoms or change to plan of care. The computed tomography scan does not specify the nature of the obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Sections e1 and e2: reporter information corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the submitted computed tomography (CT) scans. The account submitted CT scans for review. The reported outflow graft obstruction could not be confirmed via the submitted scans. Furthermore, the type of outflow graft obstruction that was reported could not be confirmed. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.